Event description:
It was reported that the patient was having issues recharging the implantable neurostimulator (ins). After the charge was complete the patient had red marks and soreness where the charger was recharging the battery. The patient was unsure if he could do something to avoid the symptoms. When the patient would charge, he would get a red mark, like a burn on his skin. The patient had charged 3 times. The patient did not use the belt, but he did use the double sided patches to hold the disc on his skin. The patient used these to have the disc stay in place because the belt did not line up right and then he plugged the cord into the wall. The patient was not sure if the burn marks were from the recharger antenna disc or the tape patches. Interventions and patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).